Manufacturer narrative:
Manufacturer narrative: updated sections b5, b7, g3, g6, h6 health effect - clinical code, device code(s), type of investigation, and investigation findings. Prosthetic endocarditis is a serious complication of valve replacement and repair surgeries despite improvements in prosthesis types, surgical techniques, and infection control measures. This infection is categorized into early (onset at 60 days or less post-implant) and intermediate/late (onset greater than 60 days post-implant). Intermediate/late onset occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not related to the sterilization or packaging process. In this case the onset was greater than 60 days post-implant. H11 corrected data: based on the new information received, this event is no longer considered reportable.

Event description:
It was learned from implant patient registry that a model 8300ab 25mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 3 years, 7 months due to endocarditis. Per medical records the patient presented with sob and chest pain, a nstemi and high grade avb bradycardia. A preop tee showed normal ef, and large aortic root abscess and fistula into the right atrium. The patient was diagnosed with acute bacterial prosthetic aortic valve endocarditis and was started on antibiotics. Three (3) days later the patient underwent explant of the 25mm 8300av valve, aortoplasty with patch repair of ascending / aortic root abscess and avr with a 25mm 11500a aortic valve. It is noted there were multiple vegetations throughout the aortic root and a large abscess cavity at the right non-coronary cusp. A post operative tee revealed successful av replacement, no evidence of pvl and no evidence of aorto atrial fistula at conclusion. The patient was transferred to ICU in stable condition. A ppm was implanted on pod #5. The cultures remained negative throughout hospitalization. ID recommended six weeks of antibiotic therapy. The patient received a PICC line for continued antibiotic treatment. The patient discharged against medical device on pod #7.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from implant patient registry that a model 8300ab 25mm aortic valve was explanted and replaced with a 11500a 25mm valve after an implant duration of 3 years, 7 months due to unknown reasons. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.